Manufacturer narrative:
The production device history record (DHR) for this intra aortic balloon pump (iabp) unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the reported issue. The stm performed a full calibration, all functional and safety checks which passed per factory calibration procedures. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use of the cardiosave intra-aortic balloon pump (iabp) arterial pressure(ap) reading does not match with monitor reading and that there is a discrepancy when slaving from a 3rd party monitor. No adverse event was reported.